Manufacturer narrative:
F10/h6 correction: excessive heat. H6: the quality investigation is complete. H3 other text: device not returned.

Event description:
It was reported that during a procedure, when the covidien tip did not work in the e-sep pencil, a reusable extender (not stryker) was insterted into the pen and a covidien tip was placed onto that. While this allowed the pen to work, the insulated section of this tip then burned the patient. The procedure was completed successfully without a clinically significant delay; no medical intervention was reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.

Event description:
It was reported that during a procedure, when the covidien tip did not work in the e-sep pencil, a reusable extender (not stryker) was insterted into the pen and a covidien tip was placed onto that. While this allowed the pen to work, the insulated section of this tip then burned the patient. The procedure was completed successfully without a clinically significant delay; no medical intervention was reported.